Manufacturer narrative:
Batch review performed on 25 march 2025. Lot 2404997: (B)(4) items manufactured and released on 29/07/2024. Expiration date: 01/07/2029. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Additional implant revised. Batch review performed on 25 march 2025 on reverse shoulder system 04.01.0122 humeral reverse hc liner ø39/+0mm (k170452) lot. 2405698. Lot 2405698: (B)(4) items manufactured and released on 28/05/2024. Expiration date: 08/05/2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient came in reporting looseness in the shoulder and the cause is unknown. The surgeon revised the metaphysis and liner. The patient's shoulder was loose, not the implants. The surgeon put in a thicker poly, but it wasn't enough; it was still loose, so he put in a thicker metaphysis to build it up. The surgery was completed successfully.